Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the panel issue is attributed to electrical component problem and the valve issue was attributed to stress related problems. Both issue are caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflator had a broken pinch valve and the cumulative flow display on the led of the front panel is compromised. There were no reports of patient involvement.